Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a colleague attempted a tibial io using an ez-io gun. The needle was inserted through the skin and contact with bone made. The gun was then used and the needle advanced part way before failing. The gun reportedly slowed down and ceased to work. The gun was disconnected with the needle left in-situ. The gun was tested and rotated very slowly with minimal power reported before coming to a stop. A second ez-io gun was sourced from the advanced paramedic's kit and attached to the needle. A second attempt to fully insert the needle resulted in the same sequence of events. The operator was then switched, and the new operator found the same result. A third ez-io gun was sourced, and a right sided humeral io was inserted without fault.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only(B)(4) of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in (B)(6)2009 and is approximately 10.5 years old. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported that a colleague attempted a tibial io using an ez-io gun. The needle was inserted through the skin and contact with bone made. The gun was then used and the needle advanced part way before failing. The gun reportedly slowed down and ceased to work. The gun was disconnected with the needle left in-situ. The gun was tested and rotated very slowly with minimal power reported before coming to a stop. A second ez-io gun was sourced from the advanced paramedic's kit and attached to the needle. A second attempt to fully insert the needle resulted in the same sequence of events. The operator was then switched, and the new operator found the same result. A third ez-io gun was sourced, and a right sided humeral io was inserted without fault.